Event description:
It was reported that foreign brown material stucked with the ampoule of the monomer. It came off from the ampoule and fell into the mixing cement. The cement was used in the op and the procedure was completed.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.